Event description:
Terumo medical received an FDA medwatch report # medwatch (B)(4). The event description states that: "the tapered end of the outer white cannula has a dent and is not smooth. Angio-seal not able to go over wire." The intended procedure was an angio/y90 mapping. The event date was in july 2024. Additional information was received on 25sept2024: the tapered end of the outer white cannula has a dent and is not smooth. Angio-seal not able to go over wire. After the same issue with two angio-seal devices on this patient, it led to issues to close the patient and losing access necessitating a longer recover time. Manual pressure was applied to achieve hemostasis.

Manufacturer narrative:
. B3: date of event: july 2024 . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been the user mistaking the design of the sheath tip as damage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 14nov2024: the tapered end of the outer white cannula has a dent and is not smooth. Angio-seal not able to go over wire. The patient was stable. Hemostasis was achieved by holding pressure and a longer recovery time for the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.